Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown.

Event description:
It was reported that the implant fractured. The implant was removed from site 31 and another implant was placed.

Manufacturer narrative:
One osseotite® implant 3.75 x 8.5mm (oss385) was returned for investigation. Visual evaluation of the as returned product identified significant damage and fracturing at the collar. The drive feature is occluded with dark, soft debris. No pre-existing conditions were noted on the per. The reported product was located on tooth site 31 and used for approximately 6.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 2013070034. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013070034) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss385). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 6.5 years. The following section have been corrected: b1/b2: report type/ adverse event outcome. D5: operator of device.

Event description:
No further event information available at the time of this report.